Manufacturer narrative:
Results: the cat6 was kinked approximately 117.0 cm and 120.0 cm from the hub. The distal shaft was stretched, kinked and ovalized approximately 124.0 cm ¿ 138.0 cm from the hub. The total length was approximately 138.0 cm. Conclusions: evaluation of the returned cat6 confirmed that the distal shaft was stretched and revealed multiple kinks and ovalizations on the distal shaft. If the peel away sheath, included with the cat6, is not properly utilized prior to insertion of the cat6 into a non-penumbra sheath, the distal shaft may become kinked and ovalized. This damage likely contributed to the resistance experienced during the procedure. If the device is forcefully retracted against this resistance, the device may become stretched. Due to the damage on the distal shaft, the reported bend and ovalization upon removal from the packaging could not be confirmed. During functional testing, the returned cat6 was unable to advance into a demonstration neuron max due to the damage on its distal tip. Further evaluation of the device revealed additional kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal superficial femoral artery (sfa) to distal popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, it was reported that the distal end of the cat6 was found to be bent and ovalized upon removal from the packaging. The physician then attempted to advance the cat6 through the sheath over a guidewire; however, resistance was encountered and, therefore, decided to remove the cat6. Subsequently, while retracting the cat6, the physician experienced resistance and the cat6 was found to be stretched upon removal. The procedure was complete using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.